Manufacturer narrative:
The customer report of a pm/ calibration issue was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. The pressure sensor and dim segment on display board were replaced. The proximate causes for the customer's report are as follows: the lower pressure transducer were confirmed to have electrical failures. The software version was confirmed as version (B)(4); software was left as (B)(4). A dim segment was confirmed on the display board as an electrical failure.

Event description:
It was reported that device will not pressure calibrate.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/ calibration was confirmed during servicing activities. There was no reported patient involvement. The device is used for therapeutic purposes.